Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of the log file showed that the ghost needs to be restored. During troubleshooting, fse restored the ghost. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that exposure was intermittently not possible. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.